Event description:
Patient was presented in hospital after having received shock therapy. Episodes showed non-physiological intervals, but no noise was observed. Insulation break was suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.